Event description:
Pt went to the emergency room because he received a reading in the high 300's (mg/dl) after testing with his presto meter.

Manufacturer narrative:
Manufacturer requested meter be returned for eval. A replacement meter was sent within 24 hrs. The pt could not provide any additional info to manufacturer.